Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver was charged and would continuously reset. Functional testing could not be performed. The receiver case was opened to download data log directly from the ui pcba board. The reported event of receiver ceased to function could not be confirmed during log review. A root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver ceased to function. No additional event or patient information is available. Data was received but further investigation cannot be performed to confirm the problem and determine the root cause of the reported issue. No product was provided for evaluation. The reported event could not be confirmed. A root cause could be determined.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. An external visual inspection was performed and no defects were found. The receiver failed boot and charge. The receiver displays initialization screen and continuously resets without displaying trend graph or date/time set. Receiver download cannot be performed with receiver in this state. Opened unit, passed interior visual inspection. Performed receiver download with main board separated from ui-u1. Receiver download contains evidence of perpetually rebooting without "user" shutdown. Functional test could not be performed due to continuous initialization. The reported event of receiver ceased to function was confirmed. A root cause could not be determined.